Manufacturer narrative:
On august 5, 2020, photo evaluation was completed. During visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2020, device evaluation was completetd. Device evaluation summary: during visual evaluation, on anterior view a crease was noted. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with capsular contracture; baker grade IV on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3503501bc; serial number (B)(4) on (B)(6) 2020.